Event description:
In 2009, pt reported she has frequent occlusions. Pt stated they are very frequent. Pt reported, she is not receiving the error message but knows she is having an occlusion when her blood glucose level is in the 500 mg/dl range. Pt states she is not currently reporting an occlusion, rather speaking in general terms. No specific details or dates were provided. Pt reported, when her blood glucose level is high, that's when she knows there is a blockage. Educated pt on the reasons for an occlusion. Advised pt when having occlusions, to please call, so we can determine where the blockage might be. Pt states, she currently is not having any issues. Pt reports she has thrown all others away. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion sets were replaced; no product return was requested.